Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. A low incidence of metal hypersensitivity has been reported with failed metal-on-metal implants." Number 4 states, "loosening or migration of the implants may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-00486, 2013-00487 & 2015-00953).

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient underwent a right hip revision on (B)(6) 2012 and a left hip revision on (B)(6) 2010. Due to patient allegations of pain, damage to surrounding bone and tissue, inflammation, discomfort, soreness, dysfunction and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in an operative report dated (B)(6) 2010 notes the left hip revision occurred due to pain, loosening of the acetabular cup and possible metal hypersensitivity. The operative report notes ingrowth failure, loosening and micromotion of the acetabular cup. Operative report further notes moderate sclerosis around the acetabular cup. During the procedure, the modular head and acetabular cup were removed and replaced and a polyethylene liner was implanted. An operative report dated (B)(6) 2012 notes the right hip revision occurred due to pain and possible metal hypersensitivity. The operative report notes brown staining of the pseudocapsule, the presence of thick, yellow, oily fluid within the joint and mild changes in the periarticular area. During the procedure, the modular head was removed and replaced and an active articulation liner was implanted.